Event description:
It was reported that the patient had staged bilateral total hip resurfacing in '08/'09 and part of the recall. For the first time, patient's cobalt level came back elevated. Patient was not sure how to evaluate the situation. Patient requested for assistance. (B)(4) and (B)(4) are related. (B)(4) has created to capture right side. (B)(4) has created to capture left side.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.